Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device during use. A search of the complaint database found one similar complaint for this lot number from the same customer. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during bilateral recanalization of an iliac artery, 5cm of the hydrophilic guidewire tip detached within the patient's vasculature. The physician had acquired retrograde arterial vascular access and during guidewire and catheter manipulations within the common iliac artery, the tip detached with the patient. The physician noted that during guidewire manipulations, resistance and tortuosity was not experienced during wire manipulations. The physician deployed a covered peripheral vascular stent-graft to both treat the patient's vasculature disease and entrap the detached wire tip between the arterial lumen and stent-graft, preventing wire tip migration. The patient tolerated the procedure well. No additional consequences to report.